Event description:
Found during inspection. The customer reported that the device fails to turn on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control is continuing to investigate the reported incident.